Event description:
Hcp reported patient presenting with pain, weakness, and tumor not improving. Suspect pump is leaking. Patient outcome reported as fair. The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.